Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty advancing the knot may include, but are not limited, to the user tensions rail suture without distal advancement with knot pusher; the user tensions/advances non-rail (white) suture. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 14fr sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The suture of one perclose device was successfully pre-placed. The sheath was not upsized and the tavi procedure was completed. Reportedly, post procedure, the knot did not close. Hemostasis was achieved with the suture of a new perclose device, the existing perclose suture, covered stent, and a non-abbott device. Manual compression was applied per hospital standard practice. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.